Event description:
It was reported from the physician¿s office that the patient¿s device showed high impedance during a routine check. No known surgery has occurred to date. No additional relevant information has been received to date.